Event description:
It was reported that the bd stopcock 3 way with 10cm extention tubing leaked with a gaping hole. The following information was provided by the initial reporter, translated from french to english: during the preparation of the material, when purging the line with nacl, a leak was observed at the level of the extension (with a gaping hole).

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 15sep2022. Our quality engineer inspected the sample submitted for evaluation. The reported issue of component damage-leak was confirmed upon inspection of the sample. Analysis of the sample showed that there was damage to the tubing of the device. Bd determined that the cause of the failure was not associated to our manufacturing process since the failure could not be replicated. The visual examination concluded that the damage observed is most caused using high-pressure infusion. These stopcocks are designed to withstand infusion therapy and hemodynamic monitoring pressures only. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch was in compliance with our product specification requirements.

Event description:
It was reported that the bd stopcock 3 way with 10cm extention tubing leaked with a gaping hole. The following information was provided by the initial reporter, translated from french to english: during the preparation of the material, when purging the line with nacl, a leak was observed at the level of the extension (with a gaping hole).